Event description:
I had mentor saline breast implants put in. One month later is when I started with swollen lymph nodes (did have biopsy), joint pain, fatigue, and recently random rashes and brain fog. I¿m also (B)(6) ana. I currently see a rheumatologist for lupus and rheumatoid arthritis symptoms, but tests are (B)(6).